Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached. She further reported that on (B)(6) 2018 after the sensor detached she became hypoglycemic and lost consciousness. A healthcare provider administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached. She further reported that on (B)(6) 2018 after the sensor detached she became hypoglycemic and lost consciousness. A healthcare provider administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.